Event description:
The patient experienced shocking throughout his arm a few years after device implant. It was very painful to use the neurostimulator. The lead was implanted down the patient's arm. The lead did not feel the same as before. Additional information has been requested, but was not available as of the date of this report.